Manufacturer narrative:
Additional information received that "the complaint was found during testing."

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The device's event log was not able to be downloaded. However, the device was booted up and the reported "error 45985" was duplicated. At power-up the pump red-screened with ec 45985. No alarm was sounded, just the red screen. Ec 45985 is an l1 failure. The main board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a red error coded 45985. There was no reported injury to the patient.